Manufacturer narrative:
This report is submitted on october 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator; subsequently the patient underwent revision surgery (date not reported) to reposition the receiver-stimulator.